Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen is scrambled. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to read the screen. The product will return for the analysis.

Manufacturer narrative:
Unit passed self-test and displacement test. Unit display properly. No unexpected display anomaly or missing segment/partial display noted during testing.